Event description:
An endeavor sprint rapid exchange (rx) drug eluting stent was implanted in the proximal rca. It is reported that the pt suffered a cerebrovascular accident (cva) approximately 2.5 months post index procedure. The pt was seen in the ER with onset of headache and left sided weakness. She was found to have a blood pressure of 242/78. The pt's aspirin and plavix were discontinued and the pt was admitted. Investigator indicated that there was no relationship to the study device or procedure.

Manufacturer narrative:
(B)(4): eval results: myocardial infarction & revascularization.